Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) device was suspected to be depleting prematurely. The timeframe in which the estimated longevity change was observed has not been specified. No data analysis from the device was reported to have been performed. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) device was suspected to be depleting prematurely. The timeframe in which the estimated longevity change was observed has not been specified. No data analysis from the device was reported to have been performed. This device remains in service. No adverse patient effects were reported. Additional information was received from the field representative which indicated the physician decided to continue to monitor this device.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.